Manufacturer narrative:
Concomitant products: product ID: 978b128, lot#: va2hy7f, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had the full interstim placement done on (B)(6) 2022. They had very good results from the trial and the permanent placement device. However, they began rejecting the interstim on day 2. They were treated with medication to alleviate the symptoms they were having, but continued to get worse. They were devastated that the device was removed on (B)(6) 2022. They were hospitalized 2 days later due to the allergic reaction/ questionable infection of the open incision site. They were treated with IV antibiotics and fluids along with numerous blood bank work tests. They were released 2 days later and continued on antibiotics and prednisone along with daily packing and irrigation of the wounds. The incision is almost healed now.